Event description:
It was reported that the attachment was not able to retain tool. There is no patient involvement reported.

Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation confirmed the reported malfunction of attachment not retaining tool. The likely cause of the failure is due to detached distal bearings. It was also noted that compression nut is partially unsewered and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.